Event description:
It was reported that the asymptomatic patient presented into the clinic after merlin.net transmission showed the device in backup vvi. A device download was performed successfully, and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.